Event description:
The patient reported that the keypad buttons would not respond to button presses. The patient reported that the keypad was intact but felt like it was loose. The patient reportedly wore the pump in an undergarment and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/02/2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive and corrosion was observed under the button contacts.